Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast implant rupture, chest injury due to truck accident. (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown gel implants smooth on both sides and experienced bilateral breast implant rupture postoperatively due to chest injury after being involved in a truck accident. As a result, the patient underwent bilateral explantation and replacement with unknown saline devices in (B)(6) 2001. This report is for the patient¿s right-sided device.